Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer stated she took the battery out and when she put it back in, the pump started beeping. The pump now only shows a circle and an empty reservoir icon at the top. Customer stated that she had a low blood glucose before the button error. Customer stated that it was because her blood glucose was high last night. Customer gave too much insulin and was not unable to troubleshoot for the high and low blood glucose since the buttons were not working. Customer's high blood glucose was 459 mg/dl. Customer's blood glucose was 73 mg/dl. Customer was advised that the insulin pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer stated that she will hold onto her pump for now.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump alarmed during the basic occlusion test due to a faulty force sensor resistor. The functional testing could not be completed due to the alarm. The insulin pump was received with a broken reservoir tube lip, minor scratches on the display window, a scratched reservoir tube window, and a stained end cap sticker.